Manufacturer narrative:
As received, the returned lead extension set screw was found stuck against the retaining washer in the connector assembly due to over-torque condition. The cause of the event is consistent with damage during use. There is adequate information in the clinician's manual that addresses proper loosening and tightening of the set screw.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Manufacturer report number 1627487-2020-01902. It was reported that one of the patient's existing lead extensions would not lock to an existing drg lead during a pocket revision on (B)(6) 2020 (reference reg report: 1627487-2020-01555). In turn, the existing lead extension was explanted and replaced to address the issue. It is unknown which lead extension is related to the issue. Therefore, all the suspected devices are being reported.